Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Visual inspection was performed on the sensor tail an no watermark was observed. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and a sim-vivo test was performed and passed. All results were within specification. No malfunction or product deficiency was identified.

Event description:
Customer reported that she received a sensor scan message of "replace sensor" earlier then expected while wearing the adc freestyle libre sensor. On (B)(6) 2019, the customer was having a hypoglycemic event and had lost consciousness when the husband scanned the sensor and was unable to obtain the reading due to the "replace sensor" message. Paramedics were called who attempted to revive the customer and a reading of "low 30's" was obtained on the hcp meter. The customer was treated with "sugar syrup through the veins" by the hcp. The customer's symptoms, blood glucose reading and treatment are indicative of the customer being hypoglycemic and not in line with the diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that she received a sensor scan message of "replace sensor" earlier then expected while wearing the adc freestyle libre sensor. On (B)(6) 2019, the customer was having a hypoglycemic event and had lost consciousness when the husband scanned the sensor and was unable to obtain the reading due to the "replace sensor" message. Paramedics were called who attempted to revive the customer and a reading of "low 30's" was obtained on the hcp meter. The customer was treated with "sugar syrup through the veins" by the hcp. The customer's symptoms, blood glucose reading and treatment are indicative of the customer being hypoglycemic and not in line with the diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.